Event description:
Delivery of inappropriate shocks was reported that was due to ventricular noise oversensing. Preliminary analysis confirmed the reported issue and patient care recommendations were provided (evaluation of the benefit of a re-intervention). The device was explanted and will be returned for expertise.

Manufacturer narrative:
The returned ICD was deeply analyzed (connection system, device functions, internal assembly) and no abnormalities have been found. A typical tightening mark on the backside of the rv is-1 set screw was left by the contact with a lead connector pin upon screwing, confirming proper connection of an rv is-1 lead.

Event description:
Delivery of inappropriate shocks was reported that was due to ventricular noise oversensing. Preliminary analysis confirmed the reported issue and patient care recommendations were provided (evaluation of the benefit of a re-intervention). The device was explanted and will be returned for expertise.

Event description:
Delivery of inappropriate shocks was reported that was due to ventricular noise oversensing. Preliminary analysis confirmed the reported issue and patient care recommendations were provided (evaluation of the benefit of a re-intervention). The device was explanted and will be returned for expertise.